Event description:
The pt experienced stimulation in the wrong location; it was supposed to be in the right leg and it was only in the left leg. It had been fine the day before. The pt tried groups a, b, and c and none provided stimulation to the right leg. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).